Event description:
The following was reported to hamilton medical ag: during use, the screen suddenly went black, and the caregiver promptly detected it. The ventilator was immediately replaced without any adverse consequences. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: during use, the screen suddenly went black, and the caregiver promptly detected it. The ventilator was immediately replaced without any adverse consequences. No patient harm or consequences.